Manufacturer narrative:
The product was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 6-jun-2022 via email and attached to complaint object: no patient involvement. The issue was found during testing.

Manufacturer narrative:
H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. After further investigation, found excessive amount of glue used for seal which had spread to touch the sensor when pressure was applied. Found minor scratch on sensor. Replaced downstream occlusion sensor as preventative measure. The cause of the reported problem could not be determined. The previous repair did not cause this issue. No further action is required.